Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: beatrice rochette (customer) reported to the ansm that : "during surgery, a round joint is found in the knee joint.unknown provenance. After observation the "arthroscope outter sheath" leaks.......... Change of material same problem, which prevents us from getting the joint back. After another change of material, we were able to remove the joint thanks to the shaver. I filtered 1 suction, to make sure I got everything back.current state of the patient : extension of the operation, risk of leaving a foreign body actions taken in the care facility for patient care : suction of the seal thanks to a shaver actions undertaken in the establishment : return to the supplier of the folders for inspection" the probable root cause/s could be rough handling and/or improper sterilization methods.

Event description:
It was reported that the o-ring came off and going into the patient's knee. The o-ring was retrieved and procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the o-ring came off and going into the patient's knee. The o-ring was retrieved and procedure was completed successfully.